Manufacturer narrative:
No event date was provided, therefore an approximate date of (B)(6) 2019 was used as the event date based on the date that the manufacturer became aware of the event. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(6). (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on november 21, 2019 that spaceoar was implanted during a spaceoar placement procedure performed on an unknown date. Reportedly, hdr applicator was placed together with spaceoar gel. According to the complainant, the patient experienced pain one month post procedure. An examination was performed and a rectar ulcer was found. Colostomy was temporarily constructed and the patient is under observation. As of (B)(6) 2019 the patient underwent radiation therapy and still under observation.